Event description:
The reported event is associated with MDR #'s 1018233-2012-01726, 01727 and 01728. There have been no allegation of deficiency or serious injury against this product. This MDR is being filed in association with the alleged event filed by the pt's attorney on MDR #'s 1018233-2012-01726, 01727, and 01728.

Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use, which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.